Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-mar-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door had a double click and failed and was unable to recover. A field service engineer turned off the machine, replaced the door latch, completed tests in hardware test application, performed a proactive check, and confirmed the customer was able to access the door successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door failed with a double click when opening and was unable to recover. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.